Event description:
Intra-abdominal abscess. A 67 yr-old woman received barrier following a surgical resection of a rectal polyp in 1/23/97. She developed clinical signs and symptoms consistent with an intra-abdominal abscess approx. 5 days post-operatively. The CT revealed a "5 x 10mm walled off fluid collection (presacral area) that most likely represents anastomotic leak with absces formation." The abscess was drained percutaneously. Approx. 100 ml of purulent material was aspirated. The pt recovered without any untoward sequelae. The reporting physician indicated that the event was possibly related sprafilm.